Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. It was reported that the paddle was opened while the pulling tension on the catheter was maintained. Since the diameter of the sinus of valsalva (sov) was sufficient and no issues were seen with coronary circulation when the valve was deployed by 2/3, a second valve was successfully implanted valve-in-valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve, include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels, but a root cause could not be established from the information available. However, it was reported that the paddle was opened while pulling tension on the catheter, so it is unknown if this played a role in this event of dislodgement. This event does not indicate device misuse or malfunction. (B)(6). If information is provided in the future, a supplemental report will be issued.